Manufacturer narrative:
Concomitant medical products: dtba1qq ICD, implanted: (B)(6) 2019. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance, exhibited noise and delivered inappropriate therapy. A fracture was suspected. The lead programmed off and remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that, prior to explanation, the rv lead triggered an alert due to short v-v intervals and numerous non-sustained episodes of oversensing. T-wave oversensing (twos) and oversensing with noise was also observed. The patient was also noted to have been lightheaded prior to receiving the shocks.